Manufacturer narrative:
(B)(4): it was reported that the keypad buttons were not responding when pressed. The pump was returned to animas for evaluation. Evaluation found the keypad to be torn at the up arrow keypad button and the up and down arrow keypad buttons are unresponsive. The ok and contrast buttons are intermittently unresponsive and require excessive force to activate. The keypad was removed to investigate and there was visible contamination under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in a an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue use of the pump. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor reported that the keypad buttons were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4).the pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.